Manufacturer narrative:
Investigation summary: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19075428. Further information provided by the customer confirmed that the occlusion was observed during connection with a 5ml bd posiflush syringe. Root cause analysis: the root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19075428 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Event description:
It was reported that ll vlv adpt(stand alone) was blocked on 6 occasions during use. The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion. During the use, it was found that the connector did not flow the drug fluid, and it was only used four times with flush, the nurse reported six defective products.